Manufacturer narrative:
Medical device serial numbers: (B)(4). For 3 of the 3 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. For 2 units, the rear panel was disassembled, and the rear bracket screws were tightened to resolve the reported issue, for 1 unit the caster wheel was replaced and the unit returned to service.

Event description:
This report summarizes 3 malfunction events. A review of the events indicated that model 1009-9050-000 anesthesia gas machine experienced detached device components. 2 units were reported for loose screws on the system rear bracket resulting in an insecure attachment to the wall stand, 1 unit reported for caster wheel had broken off the unit. These reports were received from various sources. Of the 3 events, 1 did not involve a patient, and 2 did involve patients. There was no patient information available.